Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that inappropriate stored atrial fibrillation (af) episodes were observed due to t-wave oversensing as a result of low amplitude rwaves. This change in morphology was reproducible with movement. Smartpass was turned on, the af monitor was programmed off and they increased the gain. Four months later there were new non treated episodes due to triple counting of the af episodes. However, this time they were not able to be reproduced, thus the physician opted to continue to monitor the patient. Two months later smart pass had turned off due to varying morphologies when in primary vector. The patient was brought in and programmed to secondary and induction testing was performed. The subcutaneous implantable cardioverter defibrillator (s-ICD) and electrode did not convert the arrhythmia a 65 joules so an external shock was given. Primary was programmed and also did not convert at 65 joules. Another external shock was given. At 80 joules in primary it still did not convert. There were higher shock impedances with all shocks. The field representative pulled up previous x-rays and found that the electrode was in a s shape. The field representative noted that when the patient was laying on a table the electrode went flat, but when they sat up, it was in a s shape. It was found that no one read the x-ray at the pre-discharge check. Subsequently, a revision procedure was performed where the electrode was repositioned closer to the sternum. Primary vector was programmed and converted at 65 joules with 94 ohms impedance and no sensing issues. However, the physician opted to program the vector to secondary which also had successful conversion at 65 joules and 92 ohms impedance. The electrode and s-ICD remain in service and no adverse patient effects were reported.